Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that a cs-078 call service alarm occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 03/25/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/13/2015 with the following findings:several cs-078 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. Recurring cs-078 'call service alarms' were observed during the analysis: the reported issue was duplicated. The pump case was removed, and an open circuit condition was found at the motor flex connector; this device failure directly caused the reported issue. A cartridge cap and battery cap were not returned with the pump; a test battery cap was used during the analysis. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.